Event description:
On 1/29/99, the international distributor informed the MFR via a faxed report of the following: the needle clogged because no drug came out of its hole, and became out of use. The replacement they used in the operation was the same type. No further details were provided.